Event description:
The manufacturer received information regarding a simplygo device. The consumer alleges the device sometimes failed to charge, and the power cord connection part on the device side slightly bent. During inspection of the device, the reported issues were confirmed. In addition, the inspection found performance degradation of the sieve canister (which was relevant to the supply of oxygen), deformation of the inlet filter and the tube was confirmed, the flow volume was less than the prescribed value when the sleep mode was set to 2.0. Noise was also confirmed when the device was operating. The power connector installed in the housing was wobbly. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.